Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon was tightening a screw when the screw head snapped off. It was also reported the surgeon was unable to remove the screw and it was left implanted in the patient. The surgery was completed with no delay. No other adverse patient consequences were reported.